Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited intermittent undersensing. The patient was doing fine. No intervention was reported. No further information was available.